Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
Per the clinic, the patient developed a suspected infection at the implant site. The patient was treated with antibiotics (type not reported). The symptoms resolved and no additional episodes were reported.